Manufacturer narrative:
The test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." Initial reporter occupation: occupation is patient/consumer.

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchek xs meter with serial number (B)(4) and a coaguchek demo device with an unknown serial number compared to an unknown laboratory method. The meter result was 4.2 inr. The result from the demo device was 4.4 inr. The laboratory result was 3.2 inr. The laboratory and meter tests were taken simultaneously. The therapeutic range was requested but not provided. Testing is performed once a week. The lot number of the test strips used in the demo device is 52818113 with an expiration date of (B)(6) 2022.